Event description:
During a coronary stent procedure, the physician had double wired the vessel, and another MFR's balloon was inflated to 8 atm's in the diagonal ostium and 8 atm's in the lad. On kissing balloon inflation the pt experienced significant chest discomfort and st elevations. The lad was stented with the express2 to 12 atm's. The lad stent balloon would not recross the stent for a kissing balloon inflation. The stent balloon was pulled back for removal and became stuck in the guide. The entire system including the guide catheter was removed. After removal the proximal shaft and wire were removed from the guide, leaving the distal shaft of the delivery catheter in the guide catheter. Pt status is listed as "okay".